Event description:
During a left bunionectomy, two osteo-med drill bits 01.3 #3200016 and #3200010 broke off in the pt's metatarsal both appearing to be in the intra-medullary canal. The surgeon proceeded to implant internal fixation with osteo-med mini lag screw #30602418, 2.4 mm x 18 mm in the same area. The surgeon left the broken drill bits in the bone because he felt that removing them would "cause more damage" to the integrity of the bone.